Event description:
Unable to stand, the patient exited in a wheelchair [difficulty in standing] knee was prepped with chloraprep [unevaluable event] injection localized pain [injection site pain] . Case narrative: initial information received on 26-aug-2021 regarding an unsolicited valid serious case received from a consumer/non-hcp from united states. This case involves a 57-year-old male patient who experienced unable to stand, the patient exited in a wheelchair, knee was prepped with chloraprep and injection localized pain with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate, injection liquid (solution) (strength: 48 mg / 6 ml) once (batch number, route, indication, dose: unknown). On the same day, patient was unable to stand, the patient exited in a wheelchair (dysstasia), knee was prepped with chloraprep (unevaluable event) and injection localized pain (injection site pain). Action taken: not applicable for all the events. Corrective treatment: wheelchair for dysstasia, not reported for rest both the events. Outcome: unknown for all the events. Product technical complaint (ptc) was initiated with global ptc number 100153514 on 26-aug-2020 for product. Batch number; unknown; sample status: not available. The investigation was in process. Additional information was received on 26-aug-2021 from healthcare professional. Global ptc number formulation and strength were added. Text was amended accordingly.

Event description:
Unable to stand, the patient exited in a wheelchair [difficulty in standing]. Knee was prepped with chloraprep [unevaluable event]. Injection localized pain [injection site pain]. Case narrative: initial information received on (B)(6) 2021 regarding an unsolicited valid serious case received from a consumer/non-hcp from united states. This case involves a 57-year-old male patient who experienced unable to stand, the patient exited in a wheelchair, knee was prepped with chloraprep and injection localized pain with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate, injection liquid (solution) (strength: 48 mg / 6 ml) once (batch number, route, indication, dose: unknown). On the same day, patient was unable to stand, the patient exited in a wheelchair (dysstasia), knee was prepped with chloraprep (unevaluable event) and injection localized pain (injection site pain). Action taken: not applicable for all the events. Corrective treatment: wheelchair for dysstasia, not reported for rest both the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc one. Batch number: unknown; comet compliant ID number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective action preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (nonconformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was (B)(6) 2021. No safety issues were indicated in this review. Additional information was received on 26-aug-2021 from healthcare professional. Global ptc number formulation and strength were added. Text was amended accordingly. Additional information was received on 23-sep-2021 from the quality department. Ptc results were added. Clinical course updated and text amended accordingly.

Event description:
Unable to stand, the patient exited in a wheelchair [difficulty in standing] injection localized pain [injection site pain] case narrative: initial information received on 26-aug-2021 regarding an unsolicited valid serious case received from a consumer/non-hcp from united states. This case involves a 57-year-old male patient who experienced unable to stand, the patient exited in a wheelchair, knee was prepped with chloraprep and injection localized pain with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate, injection liquid (solution) (strength: 48 mg / 6 ml) once (batch number, route, indication, dose: unknown). On the same day, patient was unable to stand, the patient exited in a wheelchair (dysstasia), knee was prepped with chloraprep and injection localized pain (injection site pain). Action taken: not applicable for all the events. Corrective treatment: wheelchair for dysstasia, not reported for rest both the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 26-aug-2021 for synvisc one. Batch number: unknown; comet compliant ID number: 100153514. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective action preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (nonconformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was (B)(6) 2021. No safety issues were indicated in this review. Additional information was received on 26-aug-2021 from healthcare professional. Global ptc number formulation and strength were added. Text was amended accordingly. Additional information was received on 23-sep-2021 from the quality department. Ptc results were added. Clinical course updated and text amended accordingly. Additional information was received on 27-jul-2022 from healthcare professional. Collecting organization was updated. Text was amended accordingly. Local comments: *downgrade*

Event description:
Unable to stand, the patient exited in a wheelchair [difficulty in standing] knee was prepped with chloraprep [unevaluable event] injection localized pain [injection site pain] case narrative: initial information received on 26-aug-2021 regarding an unsolicited valid serious case received from a consumer/non-hcp from united states. This case involves a (B)(6) male patient who experienced unable to stand, the patient exited in a wheelchair, knee was prepped with chloraprep and injection localized pain with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, batch number, route, indication, frequency: unknown). On the same day, patient was unable to stand, the patient exited in a wheelchair (dysstasia), knee was prepped with chloraprep (unevaluable event) and injection localized pain (injection site pain). Action taken: not applicable for all the events. Corrective treatment: wheelchair for dysstasia, not reported for rest both the events. Outcome: unknown for all the events.